Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the battery cap would not come off of the pump. It was reported that the threads were worn and the cap would just spin. It was also reported that the pump has not lost power, and the cap was never replaced. It is in the user¿s manual that the battery cap be replaced every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.